Manufacturer narrative:
Results - visual inspection of the returned product shows a lens haptic is torn off. Clear surgical residue on product. Cartridge returned and no visible damage. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.

Event description:
The surgeon was priming the 3-piece silicone intraocular lens model aq2010v in the catridge and the lens became stuck and a haptic broke. No pt contact or injury.